Manufacturer narrative:
One device was received for evaluation. Service history review identified that the device has not been in service before for the reported problem. The event history log review found no records of the related customer problem. Function and visual tests were performed, and the customer's problem could not be duplicated, however, it confirmed that the last error code (lec) 1872 was displayed during the self-check. Furthermore, it confirmed that motor trouble is displayed after operation. The cause of the problem was a defective motor. To solve the problem, the motor was replaced. The device then passed all functional tests.

Event description:
It was reported that the device had a last error code (lec) 1812 displayed. There was no patient involvement.